Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the deflectable videoscope had no image. The issue occurred during the preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d8, h3, h4, h6, h11. The device was returned to olympus for inspection, and confirmed that the image disappeared during angulation control knob operation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event was likely due to the breakage with the image sensor unit. As some breakages of the bending section were found, we presume that the abnormality was caused since irregular load was applied to the bending section. However, a conclusive root cause was not determined. The event can be detected/prevented by following the instructions for use which state: the instruction manual ¿ltf-s190-5, operation manual chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system, inspection of the endoscopic image¿ describes the methods for detection. Olympus will continue to monitor field performance for this device.